Manufacturer narrative:
This complaint remains under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
When the surgeon attempted to do so, this definitive size insert was unable to be impacted into the tibial tray intra-operatively, despite the correct tibial insert impactor being used and correct size fixed bearing tibial tray. A new insert of the same size had to be opened and used instead and impacted successfully. The hospital have also commented that for one of the cases, the locking ridges at the base of the insert bent upon impaction and hence they had to use a new insert.

Manufacturer narrative:
A complaint database search and review of manufacturing records did not identify any anomalies. A review of the device by the manufacturing site did not identify any anomalies. Without further information, the root cause of the complaint cannot be determined. The complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. Post market surveillance is per sep 419. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.